Event description:
The patient reported that they were trying to check their implantable neurostimulator (ins) because they were getting electrical shocks in their body. The patient had a CT scan three weeks ago, and was getting a shocking sensation in the upper extremity. The issue was not resolved at the time of the report. The shocking was noticed on (B)(6) 2016. Other relevant medical history includes non-malignant pain and cervical radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.